Manufacturer narrative:
[(B)(4)].

Event description:
A pacemaker implantation procedure started (on (B)(6) 2017) for a patient with complete av block. The patient's spontaneous atrial rate was 75 bpm and spontaneous ventricular rate was 45 bpm, showing 2:1 av block. An atrial lead and a ventricular lead were implanted in the respective chambers with no particular problems. Lead testing with a pacing system analyzer (psa) from medtronic showed satisfactory lead measurements for both of the leads. Prior to connection to the leads, the kora 250 dr in question was programmed in order that it would operate with ap-vp behavior: the pacing mode was programmed to ddd after once changed to aai (to turn off the auto implant detection function), the basic rate 80 min-1, the av delay 155ms, and the lead polarity settings were both ensured to be bipolar. The ventricular lead was then connected to the ventricular port of the kora 250 dr; following the lead connection, it was confirmed that the lead connector pin was properly protruding from the distal connector block and the lead would not be disconnected by a lead pull test. After ventricular pacing by the pacemaker was confirmed, vp-as behavior was shown on the ECG, suggestive of retrograde va conduction. Next, the atrial lead was connected to the atrial port of the pacemaker; following the lead connection, it was confirmed that the lead connector pin was properly protruding from the distal connector block and the lead would not be disconnected by a lead pull test. Despite of the connection of the atrial lead, atrial pacing by the pacemaker was not confirmed at all and the ECG was still showing vp-as behaviour suggesting retrograde va conduction. With the apparently inappropriate pacing behaviour, the kora 250 dr was interrogated via inductive telemetry and the lead measurements were checked. Although no irregularities were shown in relation to the ventricular lead, the atrial lead impedance was over 3000 ohms, the atrial threshold was over 7.0 v, and the p-wave amplitude was almost unmeasurable. Another lead pull test was immediately performed to check the connection of the atrial lead, which confirmed a secure connection. Both of the leads were disconnected from the pacemaker and tested using the psa, which resulted in normal lead measurements obtained from both leads. As a failure was suspected on the lead connection system of the pacemaker, the connection system was checked by the physician: the inside of the atrial port was visually examined for any obstruction, the atrial set-screw was checked for whether it could be rotated normally with the screwdriver, and it was visually checked whether the screwdriver could be normally inserted into and removed from the screwdriver slot on the atrial set-screw. No abnormalities were detected by these checks. As the cause of the atrial pacing failure could not be identified, the atrial lead was tested again and eventually re-positioned to another site where satisfactory lead measurements were obtained. Implanted in this new site, the same atrial lead was connected to the kora 250 dr again; then, ap-vp behaviour was confirmed. However, just in case, the use of the kora 250 dr was discontinued and both of the leads were connected to a different kora 250 dr. After ap-vp behaviour and normal lead measurements were confirmed with this new pacemaker, the implantation procedure was completed.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
A pacemaker implantation procedure started (on (B)(6) 2017) for a patient with complete av block. The patient¿s spontaneous atrial rate was 75 bpm and spontaneous ventricular rate was 45 bpm, showing 2:1 av block. An atrial lead and a ventricular lead were implanted in the respective chambers with no particular problems. Lead testing with a pacing system analyzer (psa) from medtronic showed satisfactory lead measurements for both of the leads. Prior to connection to the leads, the kora 250 dr in question was programmed in order that it would operate with ap-vp behavior: the pacing mode was programmed to ddd after once changed to aai (to turn off the auto implant detection function), the basic rate 80 min-1, the av delay 155ms, and the lead polarity settings were both ensured to be bipolar. The ventricular lead was then connected to the ventricular port of the kora 250 dr; following the lead connection, it was confirmed that the lead connector pin was properly protruding from the distal connector block and the lead would not be disconnected by a lead pull test. After ventricular pacing by the pacemaker was confirmed, vp-as behavior was shown on the ECG, suggestive of retrograde va conduction. Next, the atrial lead was connected to the atrial port of the pacemaker; following the lead connection, it was confirmed that the lead connector pin was properly protruding from the distal connector block and the lead would not be disconnected by a lead pull test. Despite of the connection of the atrial lead, atrial pacing by the pacemaker was not confirmed at all and the ECG was still showing vp-as behaviour suggesting retrograde va conduction. With the apparently inappropriate pacing behaviour, the kora 250 dr was interrogated via inductive telemetry and the lead measurements were checked. Although no irregularities were shown in relation to the ventricular lead, the atrial lead impedance was over 3000 ohms, the atrial threshold was over 7.0 v, and the p-wave amplitude was almost unmeasurable. Another lead pull test was immediately performed to check the connection of the atrial lead, which confirmed a secure connection. Both of the leads were disconnected from the pacemaker and tested using the psa, which resulted in normal lead measurements obtained from both leads. As a failure was suspected on the lead connection system of the pacemaker, the connection system was checked by the physician: the inside of the atrial port was visually examined for any obstruction, the atrial set-screw was checked for whether it could be rotated normally with the screwdriver, and it was visually checked whether the screwdriver could be normally inserted into and removed from the screwdriver slot on the atrial set-screw. No abnormalities were detected by these checks. As the cause of the atrial pacing failure could not be identified, the atrial lead was tested again and eventually re-positioned to another site where satisfactory lead measurements were obtained. Implanted in this new site, the same atrial lead was connected to the kora 250 dr again; then, ap-vp behaviour was confirmed. However, just in case, the use of the kora 250 dr was discontinued and both of the leads were connected to a different kora 250 dr. After ap-vp behaviour and normal lead measurements were confirmed with this new pacemaker, the implantation procedure was completed.

Manufacturer narrative:
Field outcomes to adverse event corrected. Preliminary analysis of the returned device confirmed that electrical and mechanical characteristics conformed to established specifications.

Event description:
A pacemaker implantation procedure started (on (B)(6) 2017) for a patient with complete av block. The patient's spontaneous atrial rate was 75 bpm and spontaneous ventricular rate was 45 bpm, showing 2:1 av block. An atrial lead and a ventricular lead were implanted in the respective chambers with no particular problems. Lead testing with a pacing system analyzer (psa) from medtronic showed satisfactory lead measurements for both of the leads. Prior to connection to the leads, the kora 250 dr in question was programmed in order that it would operate with ap-vp behavior: the pacing mode was programmed to ddd after once changed to aai (to turn off the auto implant detection function), the basic rate 80 min-1, the av delay 155ms, and the lead polarity settings were both ensured to be bipolar. The ventricular lead was then connected to the ventricular port of the kora 250 dr; following the lead connection, it was confirmed that the lead connector pin was properly protruding from the distal connector block and the lead would not be disconnected by a lead pull test. After ventricular pacing by the pacemaker was confirmed, vp-as behavior was shown on the ECG, suggestive of retrograde va conduction. Next, the atrial lead was connected to the atrial port of the pacemaker; following the lead connection, it was confirmed that the lead connector pin was properly protruding from the distal connector block and the lead would not be disconnected by a lead pull test. Despite of the connection of the atrial lead, atrial pacing by the pacemaker was not confirmed at all and the ECG was still showing vp-as behaviour suggesting retrograde va conduction. With the apparently inappropriate pacing behaviour, the kora 250 dr was interrogated via inductive telemetry and the lead measurements were checked. Although no irregularities were shown in relation to the ventricular lead, the atrial lead impedance was over 3000 ohms, the atrial threshold was over 7.0 v, and the p-wave amplitude was almost unmeasurable. Another lead pull test was immediately performed to check the connection of the atrial lead, which confirmed a secure connection. Both of the leads were disconnected from the pacemaker and tested using the psa, which resulted in normal lead measurements obtained from both leads. As a failure was suspected on the lead connection system of the pacemaker, the connection system was checked by the physician: the inside of the atrial port was visually examined for any obstruction, the atrial set-screw was checked for whether it could be rotated normally with the screwdriver, and it was visually checked whether the screwdriver could be normally inserted into and removed from the screwdriver slot on the atrial set-screw. No abnormalities were detected by these checks. As the cause of the atrial pacing failure could not be identified, the atrial lead was tested again and eventually re-positioned to another site where satisfactory lead measurements were obtained. Implanted in this new site, the same atrial lead was connected to the kora 250 dr again; then, ap-vp behaviour was confirmed. However, just in case, the use of the kora 250 dr was discontinued and both of the leads were connected to a different kora 250 dr. After ap-vp behaviour and normal lead measurements were confirmed with this new pacemaker, the implantation procedure was completed.